Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 46 mg/dl. The customer did not mention any symptom or treatment related to low blood glucose level. The customer alleged the insulin pump for over delivery. Reservoir was showing the same amount of insulin as shown on the status screen. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.